Event description:
It was reported that the patient underwent surgery for implant of posterior rods and screws. Sometime post-op a multi-axial screw head separated from the screw post. Approximately 2 weeks post-op the patient underwent a revision surgery to remove and replace the screw.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.